Event description:
It was reported that ipg was unable to communicate with the pt programmer. X-ray suggested flipped ipg. The pt was referred to the implanting physician for a revision to correct the flipped ipg. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.